Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no complications reported and the patient was in good condition after the procedure.